Manufacturer narrative:
(B)(4). Evaluation found the device was returned fully clip-deployed with all components in appropriate post clip-deployment position; however, the vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset could interfere with the clip deployment and result in the clip being captured within the locator; however, this could not be confirmed as the clip was not returned with the device. Additionally, bent locator wings could result in difficult device removal as reported. Consistent with the reported information, we found the access ports were utilized to facilitate the device removal as instructed in the instructions for use. Based on the investigation findings, the probable root cause for the bent locator wings that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment and device removal. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional coronary stenting procedure. Reportedly, after clip deployment, difficulty was encountered during device removal. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. When the device was removed, the clip remained on the clip delivery tubeset. Manual compression was applied to achieve hemostasis. The physician believed that he might not have been in the artery when he deployed the clip. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
The access site was the right common femoral artery.